Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported through an investigational study that a patient implanted with an impella cp developed a hematoma at the groin. No intervention was performed. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.